Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation the reported complaint was not duplicated. Review of the device error logs confirmed the occurrence of ventilator inoperative in the alarm log. It was confirmed that that the writing of the event log was not process properly therefore it is presumed that a failure occurred within the internal data processing. The device's software was upgraded to version 3.6.1 to address the issue. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.